Event description:
The primary plum set clave port, clave y-site was opened to use on a cvor patient in post-op recovery in sicu. The nurse attempted to pull out the white knob on the tubing cartridge to prime the IV tubing. The white knob did not open and close. It spun around and was broken. Another IV tubing was obtained and worked properly. No delay to patient care.